Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an ultrasound-guided prostate biopsy the device fired by itself after the first slide was primed. The procedure was completed by exchanging a new device. There was no report of patient injury.

Manufacturer narrative:
A manufacturing review was conducted and the lot met all release criteria.visual/microscopic inspection: the sample was returned. Both slides were in their initial positions. There were no visual anomalies noted on the device.performance/functional evaluation: to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device; however, during the seventh priming sequence, the top slide released after being primed. An x-ray was performed on the device and it showed that the cannula tangs were not fully engaging when the top slide was primed. This likely caused the cannula to release without being triggered.medical records review: as medical records were not provided, a review could not be performed.image/photo review: no medical images have been made available to the manufacturer.conclusion: the investigation is confirmed for self-activation, as the cannula tangs did not engage properly, and the device self-activated during functional testing. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event.labeling review: the current maxcore instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.